Event description:
It was reported that "after hook up" during continuous renal replacement therapy (crrt) using a prismax machine, a¿negative pressure in return line¿ alarm was generated. The treatment was terminated without the extracorporeal (ec) blood being returned to the patient. It was further reported that the patient received a blood transfusion. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on-site by a vantive qualified technician. A review of the machine log files confirmed the occurrence of the alarm "b1541: effluent pod reposition failure" during treatment. The effluent, access and return pressure ports were replaced. A simulation and self test was performed on the machine, and no alarms were experienced and the pressures were stable. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a defective effluent pressure sensor which was replaced to address this issue. The machine was returned to service without any additional events reported. Should additional relevant information become available, a supplemental report will be submitted.